Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative inspected the imaging system onsite and found that the pendant swivel was jammed. The pendant swivel base was disassembled, the bearings and springs were lubricated. The base was reassembled successfully. A full imaging system check-out was completed following reassembly and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion procedure the image acquisition system (ias) would not pass motion calibration. It was reported that upon boot up, the imaging system requested a motion calibration. It took approximately 10 minutes for the calibration to pass. The representative held the m button down firmly. There was a reported delay to the procedure of 10 minutes due to this issue and no impact on the patient outcome.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.